Manufacturer narrative:
D4/h4: the serial number provided does not match any device in available records. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was malfunctioning as it did not recognize when door latch was locked onto the cassette. Reporter stated the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/17/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump did not recognize when door latch was locked onto cassette, that was being attached to the cassette¿ was confirmed during latch lock test. It was found that the photo sensor was not functional. The probable cause was the latch lock sensor failed. Replaced the latch lock sensors, ground strips, keypad and labels. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.